Manufacturer narrative:
(B)(4). Date sent: 4/5/2023. D4: batch # x9619t. Additional information was requested and the following was obtained: "did any pieces fall into the patient?: no. If yes, were they retrieved? Will all pieces be returned with the device?: yes. If no, were they discarded?" Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the tb12lt device was received with the tip of the sleeve broken. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x9619t number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the tip of trocar ruptured during the surgery. There were no adverse consequences to the patient. No additional information could be provided.